Event description:
It was reported that a malfunction code appeared on the device, indicating an issue with the pump's operation. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if any future malfunctions occur.